Manufacturer narrative:
The investigation is ongoing at this time. A supplemental report will be filed when the investigation is complete.

Event description:
The suction domes aren't sticking. The new suction domes in these kits are not sticking as well as the old ones. The new suction dome creates leaks and the dressings are not sealing.

Manufacturer narrative:
Root cause: the reported issue is unable to be confirmed. No samples were returned for evaluation and the "new" product passed all design validation testing during design control. A potential root cause of user application error has been identified. Corrective action: training on the application of negative pressure wound therapy dressings has been provided to the reporting customer on may 27, june 8, and july 15. Additionally, deroyal has updated the IFU to provide clear instructions for application. An engineering change order request also has been initiated to add printed numbers and the pull direction to the release liner to indicate which tab to remove first, second, and third and which direction to pull. Investigation summary: an internal complaint (B)(4) was received indicating that the suction dome in a negative pressure wound therapy kit (finished good np-0006, lot number 42070710) was not sticking. The end user stated within the complaint, "new suction domes in the kits are not sticking as well as the old ones...creates leaks and dressings not sealing." Samples were not returned for evaluation. The work order was reviewed for discrepancies that may have contributed to the reported issue. No discrepancies were identified. Deroyal initiated an engineering change order ((B)(4)) in 2016. The suction dome was transitioned from an outside purchase to an internally manufactured product. As a result, the product went through the design control process. Design validation was completed, and the testing concluded the product met requirements set forth in the validation protocol. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The suction domes aren't sticking. The new suction domes in these kits are not sticking as well as the old ones. The new suction dome creates leaks and the dressings are not sealing.